Manufacturer narrative:
Insulin pump received with esc intermittent response, due to flattened button dome switch. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reports to have experienced keypad anomaly. Customer states esc button was not responding. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).